Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown/6 years old. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: epicardial lead performance trends in pediatric and congenital heart disease. World journal for pediatric and congenital heart surgery. 2025. Vol. 16(3) 384-387. Doi: 10.1177/21501351241293722 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding epicardial lead performance in pediatric patients with congenital heart disease (chd). The authors described patient deaths within the one-year study period; the causes of death were related to complications of complex chd (and not a failure of pacing), one was due to brugada-related ICD storm, and other unknown reasons. There were leads which exhibited high thresholds, polarity changes, and were programmed off or removed and replaced. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.